Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button not responding when pressed and occasionally sticks. Claimed keypad is intact; however, down arrow keypad button feels flat and does not click. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, ok and contrast keypad buttons intermittently responded to user inputs, the down keypad required excessive force to activate during testing, the down key contact was inverted, the up and ok key contacts became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination under all the key contacts.